Event description:
Reporter believes that the manufactured design of the equipment contributed to the adverse event because the alarm on the unit did not go off because when the trach tube was pulled out it was in a position that the equipment still detected pressure and therefore did not alarm. Equipment was evaluated and tested by an independent 3rd party biomedical consultant and equipment was found to be functioning as it was designed to do.